Manufacturer narrative:
(B)(4). Product was returned in a used and damaged condition. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. Additional comments: per the attached caution label we illustrate; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." An examination of the returned wire confirmed the absence of the distal weld which allowed the wire to elongate and separate. In previous complaints we have found possible causes to include damage to the wire guide associated with withdrawal through the needle or other instrument such as the catheter. Less frequently, patient anatomy makes advancement and/or withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. The root cause is inconclusive. We will continue to monitor for similar complaints. There is insufficient risk per quality engineering risk assessment to warrant risk reduction activities.

Event description:
During the PICC line placement, the wire was advanced into the introducer. The PICC line was fed over the wire when it stopped at the shoulder and would not advance. When the line was removed it was noted that the floppy tip of the coil wire detached and remained in the patient. Due to the detached tip was intra vascular the patient was taken to surgery for removal. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.